Manufacturer narrative:
The investigation for the failure to start of the pump has been completed. The pump nor the data logs were returned for evaluation. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that during a difficult placement of the pump, the device was torqued multiple times trying to cross the aortic valve. After getting it placed successfully, the pump would not start and had to be removed. There was no patient harm reported.